Event description:
The distributor reported that during incoming inspection, the following was found: a foreign particle within the flow of the peritoneal tubing.

Manufacturer narrative:
(B)(4). In response to an FDA inspection (conducted (B)(4) 2013), carefusion 2200 initiated a CAPA investigation ((B)(4)). As part of the CAPA, a retrospective review of the complaints for ¿debris¿ and ¿contamination¿ for applicable devices was conducted. It was determined that this report necessitates submission as a medical device report (MDR). Evaluation summary: one unopened sample was provided for evaluation. Evaluation of the complaint sample belonging to lot # 0000525114, confirmed the presence of imbedded debris on the exterior wall of the peritoneal (fenestrated) portion of the shunt that is smaller than the established 0.8 mm2 tappi standard for debris in the quality plan for this product code. It has been identified that this failure mode is not an isolated event. A thorough review of applicable manufacturing procedures identified a specific manufacturing step that may have contributed to the reported failure mode. A device history review for the listed manufacturing lot showed no recorded quality problems or rejections related to this incident. Based on the investigation results, the root cause was identified as customer preference since the product meets the current 0.8 mm2 tappi standard for debris in the quality plan for this product code but the customer is dissatisfied and returned the reported complaint sample. The manufacturing plant has also initiated a CAPA investigation ((B)(4)) to address the reported issue. All corrective and preventive actions (including manufacturing and quality plan improvements) will be implemented per the CAPA.